Event description:
It was reported that during last follow up in march 2023, the device showed eleven months remaining, but during a follow up in august 2023 the device showed six months remaining. The device appeared to be in safety mode and the battery was depleting prematurely. Technical services (ts) was pending device data to review for possible premature battery depletion. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during last follow up in (B)(6) 2023, the device showed eleven months remaining, but during a follow up in (B)(6) 2023 the device showed six months remaining. The device appeared to be in safety mode and the battery was depleting prematurely. Technical services (ts) was pending device data to review for possible premature battery depletion. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the operator of the device and add the explant date.

Event description:
It was reported that during last follow up in (B)(6) 2023, the device showed eleven months remaining, but during a follow up in (B)(6) 2023 the device showed six months remaining. The device appeared to be in safety mode and the battery was depleting prematurely. Technical services (ts) was pending device data to review for possible premature battery depletion. Additional review by ts noted that the device was at end of life (eol). Ts noted that there was limited functionality and recommended replacing the device as soon as possible. Upon return and analysis, the root cause of the reported premature battery depletion was expected to be determined. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update information in the describe event or problem section.

Event description:
It was reported that during last follow up in (B)(6) 2023, the device showed eleven months remaining, but during a follow up in (B)(6) 2023 the device showed six months remaining. The device appeared to be in safety mode and the battery was depleting prematurely. Technical services (ts) was pending device data to review for possible premature battery depletion. Additional review by ts noted that the device was at end of life (eol). Ts noted that there was limited functionality and recommended replacing the device as soon as possible. Upon return and analysis, the root cause of the reported premature battery depletion was expected to be determined. No adverse patient effects were reported. The device remains implanted at this time.